Event description:
It was reported that as lvp 20d 2ss cv tubing broke and leaked. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20046338. It was reported primary tubing broke in hazardous room after it was hung, had leakage on the pump and floor. Customer: pharmacist response on (B)(6) 2020: this occurred on (B)(6) around midday. The tube broke after it was hung and the nurse clamped the tubing. There was leakage on the pump and floor. I do not have information on the nurse that was involved. No harm to report.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the set breaking and leaking could not be verified due to the product not being returned for failure investigation. A device history record review for model: 2420-0007, lot number: 20046338 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18april2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv tubing broke and leaked. The following information was provided by the initial reporter: material no: 2420-0007 ; batch no: 20046338. It was reported primary tubing broke in hazardous room after it was hung, had leakage on the pump and floor. Customer - pharmacist response 19 aug 2020: this occurred on (B)(6) around midday. The tube broke after it was hung and the nurse clamped the tubing. There was leakage on the pump and floor. I do not have information on the nurse that was involved. No harm to report.